Manufacturer narrative:
The customer¿s report that two infusions completing sooner than expected was not confirmed in the device logs or testing. Review of the pcu error log showed no recent errors. The customer provided event details of two devices programmed for 48 hour chemo infusions completed early on 4 april 2019. The pcu event log shows suspect device lvp (s/n 12684486) and concomitant lvp (s/n 14917639) were not programmed for infusion on the reported event date. On the event date, suspect device lvp (s/n 14899291) was infusing dexmedetomidine (drugid 198) and suspect device lvp (s/n 14899401) was infusing primary basic infusion. Neither of these are chemotherapy drugs. No devices were programmed to infuse over forty-eight (48) hours. Physical inspection of the device noted the instrument seal was broken. The left iui (female) and the right iui (male) were observed in good condition. Dried fluid ingress observed inside door, inside rear case, and under the female iui on rear case. Crush marks and debris observed in upper fitment of the tube guide which is indicative of an administration set misload. Timed rate accuracy testing resulted in the devices operating within specification. The root cause of the customer¿s report that infusion completed sooner than expected was not identified.

Event description:
The customer reported that 2 infusions of chemo were programmed to infuse over a 48 hour period however one pump infused 1.5 hours sooner than expected and the other pump infused 3 hours sooner than expected. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that 2 infusions of chemo were programmed to infuse over a 48 hour period however one pump infused 1.5 hours sooner than expected and the other pump infused 3 hours sooner than expected. Although requested, there were no further details or information provided and no report of harm.